Event description:
Report received of loss of atrial sensing. No injury or complications associated with the event. The reported symptom was clinically resolved through reprogramming. The device remains implanted.